Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported via a literature article from the journal of invasive cardiology, volume 23 issued march 2011, an angio-seal was deployed after a routine angiography. Immediately following deployment, manual compression was required to achieve hemostasis. A patient presented with unilateral leg cramps one week after angio-seal deployment. When the patient was seen in the cardiology clinic, a magnetic resonance imaging angiogram was requested, which showed a filling defect in the right popliteal artery. Allegedly, the collagen had embolized and was subsequently removed by a vascular surgeon. The patient was reported to be fine post surgery without angina and claudication. The implant, explant, and event dates are unknown. Additional information was not available at this time.